Manufacturer narrative:
Analysis: the gross analysis shows that the aortic insufficiency was due to tears in the right cusp. The tears and abrasion in the right cusp free margin and lunula appear to be due to leaflet contact with the bias cloth that covers the outflow edge of the valve. The leaflets are flexible. White pannus extends 2 to 3 mm onto all cusps. Radiography shows traces of mineralization at all commissures. Conclusion: reduced device performance occurred and was related to the event. Product explanted and replaced without adverse pt effects.

Event description:
Medtronic received information that this aortic valve exhibited aortic insufficiency due to two tears in one leaflet. The other two leaflets appeared normal. Both tears were described as sizeable. The valve was replaced without reported adverse patient effect.